Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 70 mg/dl while wearing the pod. The patient reports prior to eating lunch they had a snack. The patient reports they had lost consciousness and fell. The patient reports becoming responsive after having juice and sugar. Once the paramedics arrived the patients was treated with a dextrose drip. The patients reported blood glucose was 152 mg/dl after treatment. The paramedics brought the patient to the hospital. No further information is available as to this event.